Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over two (2) years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that the cable stress boot was disconnected near the cable unit, allowing moisture to enter from that area. This moisture in the charge coupled device lens caused the blurring of the image. The event can be prevented by following the instructions for use which state: ·never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. ·do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. ·never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found a blurry image due to moisture inside the charged coupled device and the cable boot was pulled from the switch button area. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the picture was not good with the camera head. There was bad image quality due to malfunction of the imaging system. The issue was found during preparation for use for an unknown procedure. The procedure was completed using a similar device with no delay. There were no reports of patient harm.